Event description:
Complainant alleged that prior to attempting a software update, they downloaded the device's summary. Upon reviewing the summary report it appears the device did not "advise shock" for what the complainant believed was a ventricular fibrillation rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.